Event description:
It was reported that the patient¿s dexcom g7 sensor intermittently lost connection to the ilet, with the ilet displaying three lines before readings resumed, occurring multiple times per day despite proximity between devices; blood glucose was not affected, and education was provided that reconnection should occur automatically and that persistent issues may indicate a faulty sensor requiring replacement through the sensor manufacturer. Symptoms included no reported clinical effects. Outcomes included no impact to therapy or need for medical care. Investigation included user education and monitoring guidance. Investigation of this case revealed intermittent signal loss between the cgm sensor and the ilet consistent with a possible sensor communication issue rather than an ilet malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely external to the ilet and related to cgm sensor communication.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.